Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to lead helix was damaged and could not be removed which was confirmed via fluoroscopy. A new lead was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
This supplemental report was created to capture updates on h6: device codes and b5: describe event or problem.

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to unknown cause and a new lead was implanted. No additional adverse patient effects were reported.